Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ("perforation/essure device on right side appears to enter bowel/ colon poke"), device dislocation ("essure device appears malpositioned, the tip of the right one appears to be within bowel and the left is just beyond the cornea in the left adnexa and adjacent bowel"), genital haemorrhage ("abnormal bleeding (general)"), rectal haemorrhage ("rectal bleeding due to bowel perforation") and adhesion ("adhesions") in a 42-year-old female patient who had essure (batch no. 628192) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included pregnancy, pre-eclampsia, drug hypersensitivity, appendectomy, menstrual disorder, uterine bleeding, uterine cervical metaplasia and cervix inflammation. Previously administered products included for an unreported indication: celexa. Concurrent conditions included high cholesterol since 2006, smoker, diarrhea, blood in stool, breast pain, pelvic abscess and ovarian cyst. Concomitant products included alprazolam, citalopram, diazepam, famotidine, hyoscine (scopolamine), medroxyprogesterone acetate (depo provera) since (B)(6) 2008 and simvastatin. In 2008, the patient experienced depression ("depression"), anxiety ("anxiety"), pelvic pain ("pain"), hypertension ("high blood pressure"), palpitations ("heart palpitations"), flushing ("flushing of face and body"), nausea ("nausea"), stress ("stress"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have heart rate increased ("racing pulse"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced procedural pain ("patient had a lot of pain during implant"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2009, the patient experienced abdominal distension ("bloating/ feeling of fullness without eating/severe bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), night sweats ("night sweats"), mood swings ("mood swings"), fungal infection ("yeast infections"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("belly pains"), dyspepsia ("food digestion "), gastrointestinal disorder ("bowel issues"), abdominal tenderness ("sensitive belly area to touch"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), dry skin ("dry patches") and acne ("acne"). In 2010, the patient was found to have weight increased ("weight gain") and blood urine present ("blood in urine at times with no infections present") and experienced vitreous floaters ("eye floater in left eye") and dry eye ("extreme dry eyes"). In 2015, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), cognitive disorder ("cognitive thinking"), feeling abnormal ("brain fog") and tremor ("hand tremor"). On an unknown date, the patient experienced adhesion (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis"), vaginal infection ("infected bumps around vagina"), skin burning sensation ("red burning skin on facial area"), erythema ("red burning skin on facial area"), abdominal pain lower ("cramping") and pain in extremity ("leg and foot pain"). The patient was treated with surgery (exploratory surgery due to perforation of bowel from essure/ hysterectomy,salpingectomy and d&c and lysis of adhesions on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the intestinal perforation, device dislocation, rectal haemorrhage, abdominal distension, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, flushing, night sweats, mood swings, nausea, cognitive disorder, feeling abnormal, tremor, skin burning sensation, erythema, dysmenorrhoea, dyspareunia, fatigue, dyspepsia, gastrointestinal disorder, abdominal tenderness, alopecia, vaginal discharge, vitreous floaters, dry eye, dry skin, acne, blood urine present, abdominal pain lower, pain in extremity and procedural pain outcome was unknown, the genital haemorrhage and abdominal pain was resolving, the depression, anxiety, weight increased, hypertension, palpitations, heart rate increased, tooth disorder, migraine, headache and stress had not resolved and the fungal infection, bacterial vaginosis and vaginal infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal tenderness, acne, adhesion, alopecia, anxiety, bacterial vaginosis, blood urine present, cognitive disorder, depression, device dislocation, dry eye, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, erythema, fatigue, feeling abnormal, female sexual dysfunction, flushing, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, heart rate increased, hypertension, intestinal perforation, menorrhagia, migraine, mood swings, nausea, night sweats, pain in extremity, palpitations, pelvic pain, procedural pain, rectal haemorrhage, skin burning sensation, stress, tooth disorder, tremor, vaginal discharge, vaginal haemorrhage, vaginal infection, vitreous floaters and weight increased to be related to essure. The reporter commented: trailing coils noted below. Trailing coils right 2, trailing coils left 2. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2018: quality-safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), gastrointestinal injury ('perforation/essure device on right side appears to enter bowel/ colon poke/ perforation (fallopian tube)'), intestinal perforation ('puncture of my bowels'), device dislocation ('essure device appears malpositioned, the tip of the right one appears to be within bowel and the left is just beyond the cornea in the left adnexa and adjacent bowel / migration of essure device'), genital haemorrhage ('abnormal bleeding (general)'), rectal haemorrhage ('rectal bleeding due to bowel perforation / essure had possibly poked my bowel'), adhesion ('adhesions'), haematochezia ('hot red blood in stool') and post procedural haemorrhage ('a littile vaginal bleeding post lavh') in a 42-year-old female patient who had essure (batch no. 628192) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included pregnancy, pre-eclampsia, drug hypersensitivity, appendectomy, menstrual disorder, uterine bleeding, uterine cervical metaplasia, cervix inflammation and c-section. Previously administered products included for an unreported indication: celexa. Concurrent conditions included high cholesterol since 2006, smoker, diarrhea, blood in stool, breast pain, pelvic abscess and ovarian cyst. Concomitant products included alprazolam (xanax), alprazolam since 2000, citalopram since 2000, diazepam, diazepam (valium), famotidine, hyoscine (scopolamine), ibuprofen, macrogol 3350 (miralax), magnesium hydroxide, medroxyprogesterone acetate (depo provera) from 1994 to 2008, simvastatin since 2000 and sulindac. In 2008, the patient experienced pelvic pain ("pain"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced procedural pain ("patient had a lot of pain during implant"). In (B)(6) 2009, the patient experienced depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypertension ("high blood pressure"), palpitations ("heart palpitations"), flushing ("flushing of face and body"), night sweats ("night sweats"), mood swings ("mood swings"), vaginal infection ("infected bumps around vagina"), migraine ("migraines"), headache ("headaches"), stress ("stress"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), dry skin ("dry patches") and acne ("acne"), was found to have weight increased ("weight gain"), heart rate increased ("racing pulse") and blood urine present ("blood in urine at times with no infections present") and underwent tooth extraction ("dental problems"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In 2009, the patient experienced abdominal distension ("bloating/ feeling of fullness without eating/severe bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fungal infection ("yeast infections"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("belly pains"), dyspepsia ("food digestion "), gastrointestinal disorder ("bowel issues") and abdominal tenderness ("sensitive belly area to touch"). In 2010, the patient experienced vitreous floaters ("eye floater in left eye") and dry eye ("extreme dry eyes / vision"). On (B)(6) 2015, the patient experienced rectal haemorrhage (seriousness criterion medically significant) and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), cognitive disorder ("cognitive thinking/ cognitive impairement"), feeling abnormal ("brain fog") and tremor of hands ("hand tremor"). On (B)(6) 2015, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis"), skin burning sensation ("red burning skin on facial area"), erythema ("red burning skin on facial area"), abdominal pain lower ("cramping"), pain in extremity ("leg and foot pain"), uterine cervical pain ("injections in the cervix to help with pain."), psychiatric symptom ("just in thought, guilt, and just pure loneliness"), gait disturbance ("hard time walking the last few years"), arthralgia ("pain in hip"), back pain ("back pain"), tooth fracture ("dozens of fillings"), hot flush ("hot flashes"), menopause ("I was menopausal "), drug hypersensitivity ("allergic to sulfa drugs"), flatulence ("bowel gases"), cyst (" I had little cyst all over with trhe essure"), discomfort ("discomfort"), contusion ("bruising making it look funny"), vertigo ("vertigo"), scar ("scar tissue"), dental caries ("visit dentist and have cavities filled"), haematochezia (seriousness criterion medically significant), hypoaesthesia ("numbness"), swelling ("swelling"), tenderness ("tender"), post procedural haemorrhage (seriousness criterion medically significant), tinnitus ("ringing ears"), pruritus ("healing itch where my cervix was removed"), skin disorder ("bumps around an din my scalp"), shaking ("shaking") and vaginal odour ("odor") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (exploratory surgery due to perforation of bowel from essure/ hysterectomy,salpingectomy and d&c and lysis of adhesions on (B)(6) 2015) and cavities filled. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, gastrointestinal injury, intestinal perforation, device dislocation, rectal haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, flushing, night sweats, mood swings, nausea, cognitive disorder, feeling abnormal, tremor of hands, skin burning sensation, erythema, dysmenorrhoea, dyspareunia, fatigue, dyspepsia, gastrointestinal disorder, abdominal tenderness, alopecia, vaginal discharge, vitreous floaters, dry eye, dry skin, acne, blood urine present, abdominal pain lower, procedural pain, uterine cervical pain, psychiatric symptom, gait disturbance, tooth fracture, hot flush, menopause, drug hypersensitivity, weight decreased, flatulence, cyst, discomfort, contusion, vertigo, scar, dental caries, haematochezia, hypoaesthesia, swelling, tenderness, post procedural haemorrhage, tinnitus, pruritus, skin disorder, shaking and vaginal odour outcome was unknown, the genital haemorrhage, weight increased and abdominal pain was resolving, the depression, anxiety, hypertension, palpitations, heart rate increased, tooth extraction, migraine, headache and stress had not resolved and the abdominal distension, pelvic pain, fungal infection, bacterial vaginosis, vaginal infection, pain in extremity, arthralgia and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal tenderness, acne, adhesion, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, blood urine present, cognitive disorder, contusion, cyst, dental caries, depression, device dislocation, discomfort, drug hypersensitivity, dry eye, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, erythema, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, flatulence, flushing, fungal infection, gait disturbance, gastrointestinal disorder, gastrointestinal injury, genital haemorrhage, haematochezia, headache, heart rate increased, hot flush, hypertension, hypoaesthesia, intestinal perforation, menopause, menorrhagia, migraine, mood swings, nausea, night sweats, pain in extremity, palpitations, pelvic pain, post procedural haemorrhage, procedural pain, pruritus, psychiatric symptom, rectal haemorrhage, scar, skin burning sensation, skin disorder, stress, swelling, tenderness, tinnitus, tooth extraction, tooth fracture, tremor of hands, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vertigo, vitreous floaters, weight decreased, weight increased and shaking to be related to essure. The reporter commented: trailing coils noted below. Trailing coils right 2, trailing coils left 2. Patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-nov-2019: social media received.: new events: uterine cervical pain, loneliness, walking difficulty, pain in hip, back pain, tooth fracture, hot flashes, menopause, sulfonamide allergy, weight loss, gas evolution in intestine, cyst, discomfort, bruising, vertigo, bowel perforation, scar were updated, tooth disorder updated to tooth extraction. New reporter added. Concomitant drugs, historical conditions and drugs added.event fallopian tube perforation which was added from f/u receipt date (B)(6) 2019. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ("perforation/essure device on right side appears to enter bowel/ colon poke"), device dislocation ("essure device appears malpositioned, the tip of the right one appears to be within bowel and the left is just beyond the cornea in the left adnexa and adjacent bowel"), genital haemorrhage ("abnormal bleeding (general)"), rectal haemorrhage ("rectal bleeding due to bowel perforation") and adhesion ("adhesions") in a 42-year-old female patient who had essure (batch no. 628192) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included pregnancy, pre-eclampsia, drug hypersensitivity, appendectomy, menstrual disorder, uterine bleeding, uterine cervical metaplasia and cervix inflammation. Previously administered products included for an unreported indication: celexa. Concurrent conditions included high cholesterol since 2006, smoker, diarrhea, blood in stool, breast pain, pelvic abscess and ovarian cyst. Concomitant products included alprazolam, citalopram, diazepam, famotidine, hyoscine (scopolamine), medroxyprogesterone acetate (depo provera) since (B)(6) 2008 and simvastatin. In 2008, the patient experienced depression ("depression"), anxiety ("anxiety"), pelvic pain ("pain"), hypertension ("high blood pressure"), palpitations ("heart palpitations"), flushing ("flushing of face and body"), nausea ("nausea"), stress ("stress"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have heart rate increased ("racing pulse"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced procedural pain ("patient had a lot of pain during implant"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2009, the patient experienced abdominal distension ("bloating/ feeling of fullness without eating/severe bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), night sweats ("night sweats"), mood swings ("mood swings"), fungal infection ("yeast infections"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("belly pains"), dyspepsia ("food digestion "), gastrointestinal disorder ("bowel issues"), epigastric discomfort ("sensitive belly area to touch"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), dry skin ("dry patches") and acne ("acne"). In 2010, the patient was found to have weight increased ("weight gain") and blood urine present ("blood in urine at times with no infections present") and experienced eye disorder ("eye floater in left eye") and dry eye ("extreme dry eyes"). In 2015, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), cognitive disorder ("cognitive thinking"), feeling abnormal ("brain fog") and tremor ("hand tremor"). On an unknown date, the patient experienced adhesion (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis"), vaginal infection ("infected bumps around vagina"), skin burning sensation ("red burning skin on facial area"), erythema ("red burning skin on facial area"), abdominal pain lower ("cramping") and pain in extremity ("leg and foot pain"). The patient was treated with surgery (exploratory surgery due to perforation of bowel from essure/ hysterectomy,salpingectomy and d&c and lysis of adhesions on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the intestinal perforation, device dislocation, rectal haemorrhage, abdominal distension, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, flushing, night sweats, mood swings, nausea, cognitive disorder, feeling abnormal, tremor, skin burning sensation, erythema, dysmenorrhoea, dyspareunia, fatigue, dyspepsia, gastrointestinal disorder, epigastric discomfort, alopecia, vaginal discharge, eye disorder, dry eye, dry skin, acne, blood urine present, abdominal pain lower, pain in extremity and procedural pain outcome was unknown, the genital haemorrhage and abdominal pain was resolving, the depression, anxiety, weight increased, hypertension, palpitations, heart rate increased, tooth disorder, migraine, headache and stress had not resolved and the fungal infection, bacterial vaginosis and vaginal infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adhesion, alopecia, anxiety, bacterial vaginosis, blood urine present, cognitive disorder, depression, device dislocation, dry eye, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, epigastric discomfort, erythema, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, flushing, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, heart rate increased, hypertension, intestinal perforation, menorrhagia, migraine, mood swings, nausea, night sweats, pain in extremity, palpitations, pelvic pain, procedural pain, rectal haemorrhage, skin burning sensation, stress, tooth disorder, tremor, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: trailing coils noted below. Trailing coils right 2, trailing coils left 2. Patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Most recent follow-up information incorporated above includes: on 20-nov-2018: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), high blood pressure, heart palpitations, racing pulse, flushing of face and bod), dental problems, night sweats, mood swings, yeast infections, bacterial vaginosis, infected bumps around vagina, migraines, headaches, essure device appears malpositioned, the tip of the right one appears to be within bowel and the left is just beyond the cornea in the left adnexa and adjacent bowel, nausea, cognitive thinking, brain fog, hand tremor, anxiety, stress, red burning skin on facial area, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, feeling of fullness without eating, belly pains, food digestion, bowel issues, severe bloating, sensitive belly area to touch, colonoscopy due to poke in colon, hair loss, essure device on right side appears to enter bowel, vaginal discharge, eye floater in left eye, extreme dry eyes, dry patches, acne, blood in urine, cramping, leg and foot pain, patient had a lot of pain during implant and plaintiff did not undergo essure confirmation test were added. Lot number added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), abdominal distension ("bloating") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, depression, anxiety, abdominal distension and pelvic pain outcome was unknown. The reporter considered abdominal distension, anxiety, depression, pelvic pain, perforation and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.